Manufacturer narrative:
Serial # information was not provided. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s visiting nurse (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter reads inaccurately high when compared against another device. The medical surveillance specialist (mss) spoke with the reporter; however, mss was advised to contact the patient¿s daughter for follow-up since it was the patient¿s daughter who had contacted her (the reporter) in regards to the issue. Mss spoke to patient¿s daughter on (B)(6) 2013, however, daughter did not wish to go through follow-up questions. The complaint was classified based on information obtained from the customer service representative (csr) during the reporter¿s initial call. It is not known when the alleged issue occurred. At an unspecified date/time the patient reportedly obtained blood glucose readings of ¿84 mg/dl¿ with the subject meter and ¿32 mg/dl¿ with the emergency medical service¿s (ems) meter; the time difference between the two results is not known. The patient¿s testing frequency and diabetes management are not specified and it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of cold and clammy an unknown time later. The patient¿s blood glucose reading with the subject meter (at the onset and/or during her symptoms) is not clear, it is not known when the ems was contacted, it is not clear if the patient¿s daughter attempted to administer treatment prior to contacting ems, and it is not known what type of treatment was administered by the health care professional. The patient¿s daughter briefly informed the mss that the patient was transported to the emergency room; however, it is not specified if the patient received any additional treatment while in the ER and what the patient¿s medical diagnosis was prior to her release. At the time of troubleshooting, the csr noted that the reporter did not have the patient¿s demographic/contact information available nor did she have subject products with her. The patient¿s daughter informed the mss the products were replaced; however, it is not specified by whom. This complaint is being reported because the patient reportedly obtained a reading with another device that is suggestive of a serious injury after the alleged product issue began.